Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that the patient was implanted with the 18-hole condylar plate and screw construct on an unknown date. Patient returned to operating room on (B)(6) 2012 for hardware removal. The plate broke post-operative. The surgeon removed all hardware and revised patient with nail, blade, screws and cables. During the procedure, prior to the insertion of the nail, surgeon used the reamer/irrigator/aspirator(ria)system to ream and the drive shaft broke. The broken piece was retrieved and the drive shaft was discarded. Consultant reported that the ria system was in ream mode and not drill mode at the time the drive shaft broke. Surgeon was able to use another drive shaft to complete the procedure with no further problems. Per additional information, the patient was initially implanted in 2009 with a condylar plate. Patient went to nonunion and was revised in 2010 with subject plate and allograft bone graft; 14 months post revision the plate was noted as broken on (B)(6) 2012 and patient revised on (B)(6) 2012.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Initial report incorrectly included an explant date, device was an instrument and would not be implanted.